Manufacturer narrative:
This supplemental report was not able to be submitted on-time by boston scientific because of delayed acknowledgments from the FDA for the initial report. An FDA system issue resulted in the delayed acknowledgements. This report will not be considered late, because it was the result of an FDA system issue.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted. There were no additional adverse patient effects. It was reported that the patient received an inappropriate shock due to oversensing of noise. An office follow-up found the noise could be recreated with pocket manipulation. The therapy has been programmed off as electrode damage is suspected. Technical services advised to have an x-ray done. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted. There were no additional adverse patient effects. It was reported that the patient received an inappropriate shock due to oversensing of noise. An office follow-up found the noise could be recreated with pocket manipulation. The therapy has been programmed off as electrode damage is suspected. Technical services advised to have an x-ray done. There were no additional adverse patient effects.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD operated appropriately in the laboratory setting, investigation into the observed behavior determined that transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise. An office follow-up found the noise could be recreated with pocket manipulation. The therapy has been programmed off as electrode damage is suspected. Technical services advised to have an x-ray done. There were no additional adverse patient effects.